Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 235, 221, 187, 211 and 194mg/dl. The customer's expected fasting blood glucose test result range is 106 - 107 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 09/24/2017 and open vial date was up to two weeks at time of call. Customer stated that nothing has changed with the diet or medication. The meter memory was reviewed for previous test result history: (B)(6). Customer test 4 times a day. Customer states the last a1c was 6.0.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips(3). Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 235, 221, 187, 211 and 194mg/dl. The customer's expected fasting blood glucose test result range is 106 - 107 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 09/24/2017 and open vial date was up to two weeks at time of call. Customer stated that nothing has changed with the diet or medication. The meter memory was reviewed for previous test result history: (B)(6). Customer test 4 times a day. Customer states the last a1c was 6.0.